Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified vessel. A 4.00 x 38 synergy drug-eluting stent was advanced for treatment; however, it was noted that a section of the stent struts were lifted. The procedure was completed with a non-bsc device. No patient complications nor injuries reported.